Event description:
It was discovered through carelink that the threshold has been steadily increasing since at least (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).